Event description:
Approximately four months post hvad implantation, the patient was hospitalized for treatment of gi bleed when, following administration of vitamin k, he developed signs and symptoms of pump thrombus followed by renal and heart failure. Lactate dehydrogenase levels were elevated and echocardiogram results revealed a dilated left ventricle. The patient's treatment regimen included heparin, continuous renal replacement therapy and supportive treatment for heart failure symptoms. He was not a candidate for hemolytic therapy and was subsequently listed for emergent heart transplant but expired several days later. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted for gastrointestinal (gi) bleeding; he developed signs and symptoms of pump thrombus, renal failure, and heart failure. The patient was treated medically without success and expired on(B)(6), 2014. The device was not returned to the manufacturer for evaluation as it remained implanted in the patient post-mortem. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple 'high watt' alarms on the date of the reported event. Log files of this nature are indicative of a thrombus event. The most probable root cause of the reported high power consumption is due to thrombus formation or ingestion within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death and gi bleeding are known risk associated with use of ventricular assist devices noted within the labeling. Events related to are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.